Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during planned treatment. The treatment was completed by restarting the system after the delay of 45 minutes. However, it is including the power outage due to thunder. The philips remote service engineer (rse) connected with customer remotely and confirmed that the system would not power on after a power outage. The field service engineer (fse) visited onsite and upon functional testing checked the logfile and found that the equipment power supply voltage had lowered, and then the log was cut off. After that, the log started to be recorded again. The fse suspected the incorrect shutdown processing inside the system causing the power issue. To resolve the reported issue, the system was restarted. Upon further check the fse found that the coronary tools communication was lost so the fse re-entered the settings. After this, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the equipment did not power on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.